Event description:
Routine complaint investigation when a complaint was received that a customer received a low reading of 40 mg/dl when compared to a lab comparison of 186 mg/dl. When these values are plotted on a clarke error grid, the results fell in the "e" zone showing the results to be clinically significant. There was no report of death or serious injury.